Manufacturer narrative:
It was reported, "a curad bandage stuck so bad end user almost had a heart attack." Phone call placed to end-user who provided additional information related to this complaint. Reporter states, "he originally injured his right forearm striking it on a kitchen cabinet as he fell tearing the skin." Reporter states that occurred (B)(6) 2020 for which he reports his son took him to the local emergency room that same day. Reporter states, "a registered nurse cleaned the injury and placed a curad sterile xeroform gauze bandaged over the injury and was discharged home that day." Reporter states the following day (B)(6) 2020 the injury "started to bleed through the bandage however, he did not return to the emergency room until monday (B)(6) 2020. Reporter states, "another nurse removed the original bandage (curad sterile xeroform gauze bandage), cleaned the site, placed a different curad bandage over the injury and was discharged home." Reporter states, "the following wednesday or thursday ((B)(6) 2020) he returned to the ER to have the bandage/dressing removed. End-user reports, "that while the rn was removing the curad bandage he tore my skin in the original location and the edge of the bandage caused another new tare." Reporter states, "the nurse advised end-user he should see a wound care specialist as a result of the injuries described." End-user states, "he immediately made an appointment and has seen a wound care specialist on two separate occasions ((B)(6) 2020)." End-user reports the skin tears caused by the curad bandage are slowly improving. Samples are available for return and evaluation. Due to the reported incident, medical intervention and in an abundance of caution, a medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "a curad bandage stuck so bad end user almost had a heart attack."

Event description:
It was reported, "a curad bandage stuck so bad end user almost had a heart attack."

Manufacturer narrative:
Changed/additional information added. D9 device available for evaluation -yes, date returned to manufacturer - 1/14/2021. H3 device evaluated by manufacturer - yes, evaluation summary attached. H2 if follow-up what type? Device evaluation. H6 type of investigation- 4103. H5 investigation conclusion - 67, cause/zcd00006/unconfirmed defect. H10 investigation report reads as follows, 01/21/2021 15:50:30 cst phone (B)(6). Sample evaluation: "the sample was received evaluated. The sample sent in was from lot 6051912042. The lot originally reported was 6052005077. I weighed the returned sample and found that the product was within the weight specifications outlined for the product. It was also noted that the dressing was very saturated with xeroform. We are unable to confirm any issue of dryness for the product with the sample provided. The complaint history was reviewed and this is the first complaint for this issue. We will continue to monitor the issue and provide corrective action as necessary." Investigation summary: "not confirmed."